Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic colectomy event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Septum damage : report from the sales rep: laparoscopic colectomy procedure was preformed. The customer noted a black fragment estimated to come from the trocar. The fragment was removed from patient. The cer check list is unavailable. Initial investigation report by [distributor]: the event unit was returned to [distributor] and visually inspected. The septum was fragmented and missing a portion. The returned fragment size is approx.. 3.0 mm x 4.0 mm, matching the missing location on the septum in shape. No damage was observed with the ddb and shield. The unit will be returned to amr for further evaluation. (B)(4)." Type of intervention: unknown. Patient status: "no patient injury."

Manufacturer narrative:
The event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.